Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to a low shock impedance on a delivered shock. There was oversensing of noise noted on the right ventricular (rv) lead, which was surgically abandoned. The device was explanted and a new device successfully implanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. There were no signs of abnormality or irregularities observed on the header, nor on the device's exterior, except for a minor scratch which could have been induced during the procedure. Data files confirmed the device had recorded a shorted shock lead fault while implanted, with all daily shock lead impedance values within normal ranges. During analysis process, engineers confirmed that the device was not capable of delivering a shock signal due to a damaged plasma fuse. The devices's plasma fuse sustained damages as the result of an externally induced shorted lead shock. Laboratory analysis was able to confirm the reported clinical observations, which had been induced due to a shorted lead condition. The associated right ventricular lead had been surgically abandoned, thus not available for integrity testing.